Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Inspection of the returned device confirmed the catheter was returned in used condition. Functional testing was performed on the open device by inflating the balloon with 150ml of tap water. A leak was confirmed in the proximal end of the balloon material. Under magnification, a cut was observed on the balloon material. The balloon had been cut by an instrument of undetermined origin. A review of the device history record found no non-conformances. Because there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and investigation of the returned device.based on the available information, the most likely cause of the event was determined to be unintended use error. Damage to the balloon is use related. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Event description:
Additional information was received on 09sep2019: there was 600 ml of blood loss prior to device placement, and this was determined by a blood retrieving device. The balloon was inflated to 150 ml, and the device was only handled by sponge forceps.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: the event is currently under investigation. The complaint device was received. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
After a vaginal delivery on (B)(6) 2019, a patient developed a post-partum hemorrhage. After treating the patient with uterine contraction stimulation, a bakri tamponade balloon catheter was placed. After the balloon was placed leaking was discovered. The balloon was then removed and another bakri tamponade balloon catheter was placed to achieve hemostasis. After the first balloon was removed, a small hole was found at the top of the balloon. It was reported that the patient did not experience any adverse effects due to this event. Additional information was requested and a follow-up report will be submitted upon receipt of relevant additional information.